Manufacturer narrative:
Ge healthcare service personnel have evaluated the system involved in this incident and found no problems. All of the emergency stop buttons were tested and found to work properly. The safety pads also were tested with no problems found. The service personnel and the customer were unable to reproduce the unusual camera motion described by the customer. Ge requested pt information, but the facility was unable to provide.

Event description:
It was reported that an smv dst-xli nuclear camera experienced uncommanded motion during a pt scan. The customer also reported that both a safety touch-pad on the detector, and an emergency stop button on the detector arm failed to stop the powered motion. The detector head came into contact with the pt's chest, but did not result in any injury. Motion was stopped by pressing an emergency stop button on the system's operator console.